Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is considered lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted.

Manufacturer narrative:
Correction: section b.3. Advanced bionics considers the investigation into this reportable event as closed. The explanted device is considered lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.